Manufacturer narrative:
Follow-up #1: date of submission: 02/01/2016 device evaluation: the device has been returned and evaluated by product analysis on 01/22/2016 with the following findings: a review of the pump black box revealed that the data from the date of the complaint was overwritten. The complaint was unable to be confirmed or duplicated during the investigation. The current black box did not reveal any evidence of a short battery life. Unrelated to the original complaint, the pump powered with the returned battery cap to a dim and discolored display. The battery cap was able to fully tighten. The battery compartment was found to be cracked in the thread area. The pump case was cracked in the upper right hand corner of the display area. The current draws were within specifications. The pump case was removed and there was evidence of moisture contamination inside the pump on the display screen, the battery canister and the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.